Event description:
During an endoscope procedure, the physician used a cook echotip ultra endoscope ultrasound needle. The catheter was bent and doubled. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device determined that there is a bend in the distal end of the needle. During a visual examination, a bend in the needle was observed 6 cm from the distal end when the needle was fully extended. In addition, the catheter has a bend approximately 9.5 cm from the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope that this could contribute to severe bending of the needle near the distal end. Failure to follow the instructions for adjusting the needle length could result in excessive needle length for the procedure. Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.